Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer wanted to express a personal concerns with insulin pump. Customer reported that insulin delivery was very slow; after low reservoir alarm, the remaining insulin in reservoir could not be used; it was difficult to fill reservoir without getting air bubbles; after light was turned off, there was a delay in turning back on; disconnecting site was difficult; when occlusion occured, site had to be changed; and display screen was too small and difficult to read. Customer declined transfer to helpline.